Event description:
It was reported that there were 2 instances of foreign matter in separator, 17 instances of foreign matter in tube, 17 instances of defective markings and 20 instances of gel air bubbles in tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in separator x2, defective marking x17, dirty tube x17, gel air bubbles x20.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 instances of foreign matter in separator, 17 instances of foreign matter in tube, 17 instances of defective markings and 20 instances of gel air bubbles in tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in separator x2. Defective marking x17. Dirty tube x17. Gel airbubbles x20.